Manufacturer narrative:
Sections with additional information as of 03-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 error code. The e-3 error occurred when the blood sample was absorbed. Customer was using proper testing technique. At the time of the call the customer reported symptoms of feeling lightheaded, shakiness and fatigue. Medical attention was not needed at the time of the call and customer was able to continue troubleshooting. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/14/2021 and test strips were opened one month ago. During the call, a blood test was performed by the customer and produced test result of e-3 using meter.